Manufacturer narrative:
Product event summary: product ID# (B)(4)/the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
.

Event description:
It was reported that the device provided a 10 month estimate of longevity and one month later indicated elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.